Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed the roller tubing was installed 6 months ago. The failure mode was determined as the tubing. The fse replaced the roller tubing and pinch tubing. No further issues were reported. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of eleven (11) erroneously low sodium (na) patient results on their au480 clinical chemistry analyzer. The customer stated results were reported out of the laboratory for five (5) patients. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer verbally provided data for four (4) patient samples.